Event description:
The accounts maintenance alleged that the head of the bed will not lower.

Manufacturer narrative:
The accounts maintenance isolated the head motor, siderails and lockout box and found the control box was the issue. He replaced the control box to repair the bed.